Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) exhibited inflation issues, causing the cuff to not work and as a result, the patient experienced recurring incontinence. A revision surgery will be scheduled. No additional information was provided.